Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure. Date of initial surgical procedure. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon¿s name? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Was any medical or surgical intervention provided for the mesh exposure? Please provide the date and results. What is the patient¿s current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an uncomplicated da vinci robotic-assisted surgery sacrocolpopexy operation in (B)(6) 2016. Over three months later, the doctor found mesh exposition corresponding to the location of the top vaginal apex. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: the patient underwent a gynecological procedure on (B)(6) 2016 and mesh was implanted. There came under the operation a dissection/hole in the vagina on the front - was stitched. The patient was on routine inspection and within the first 3 months post-operatively and did not have any symptoms of mesh exposition. The patient is now treated conservative with local estrogen. The doctor will follow the patient and the next visit will be in (B)(6) 2016.